Event description:
During a laser hair removal procedure, the practitioner performing the treatment noticed an "odd tissue change". The pt preceded to the emergency room, was seen by a dermatologist, and prescribed an antibiotic to prevent infection as well as a topical silvadene. It was reported that the medical dir at the hospital believed that the pt sustained first and second degree burns. Candela has contacted the site that performed the treatment and they have not received any additional info regarding the pt's current state of health. If additional relevant info is obtained, it will be forwarded via a supplemental report.

Manufacturer narrative:
While conducting the investigation the dr that performed the procedure (dr mentioned that while the pt didn't have a severe tan, she may have had residual color in her skin. The settings for the procedure were within spec, but the residual skin pigment coupled with an excessive dcd setting may have caused the burns. A svc visit did occur and svc personnel observed that the unit was extremely dusty and had dirt in the calibration port, but the calibration and verification procedure did not produce any errors that would indicate that the device malfunctioned.